Event description:
An attorney alleges that a client developed "certain symptoms" following intraocular lens implant surgery. The attorney alleges this client has suffered permanent residuals, pain, suffering, and expense. No medical confirmation, product information, or event details were provided. Additional information has been requested.